Manufacturer narrative:
Product complaint # ==> pc-(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, d9, h4 the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Investigation summary ==> the product was returned to ethicon for evaluation. The returned sample determined that it was received, one suture piece outside its packaging that pertain to product code sxpp1a401. During the visual inspection of the stratafix¿ symmetric pds¿ plus device, the suture piece was examined, one extreme was to be cut probably caused by a surgical instrument and on the opposite extreme of the suture the fixation tab was noted intact. In addition, the other section was not received. The suture was passed through a tissue simulator and was observed to be holding tight. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional investigation summary ==> the product was returned to ethicon for evaluation. The returned sample determined that it was received, one suture piece that pertain to product code sxpp1a401. During the visual inspection of the stratafix¿ symmetric pds¿ plus device, the suture piece was examined, one extreme was to be cut probably caused by a surgical instrument and damaged barbs were noted. Also, the fixation tab was intact. In addition, the other section was not received. The suture was passed through a tissue simulator and was observed to be holding tight. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Corrected information: d4 lot number.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the lot number, as the reported lot tmmlen is not a valid lot number. Additional information was requested, and the following was obtained: did the event occur during one or multiple patient procedures? Yes if yes, what is the total number of procedures? 2 that was reported have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned related events captured via: 2210968-2024-05236.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2024 and barbed suture was used. The suture felt different physically and didn't feel barbed as it should be. During closure, the surgeon was able to pull the suture out backwards when this should not be able to happen with a barbed suture. It was almost like the suture was not grabbing onto the tissue at all. Another of the same suture was used to complete the procedure. There was no adverse consequence to the patient. Additional information was requested.